Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 15-20 inches of air was observed in the tubing of an unspecified access set. The event occurred during unspecified patient infusion; however, the air was observed prior to the air reaching the patient and the set was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.